Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions reviews were performed and revealed no indication of a product quality issue. The reported suture break and unexpected medical intervention appears to be related to operational context. It is likely an interaction of the device with patient anatomy or suture pulled until it breaks due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the slightly calcified left common femoral artery using a proglide after a lower limb endovascular angioplasty procedure with an 8f sheath. Reportedly, when removing the plunger, the suture broke. Another proglide was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.